Event description:
It was reported that during a da vinci-assisted left pulmonary lobectomy surgical procedure, bleeding occurred from a branch of the pulmonary artery. The procedure had been in progress for about 45 minutes when the issue occurred. The surgeon stated there were no problems with the dissection of the pulmonary veins and bronchus while using the da vinci system. However, there were significant adhesions around the pulmonary artery that, when dissected, a slight bleed occurred from a branch of the pulmonary artery. The surgeon converted to a video-assisted thoracoscopic surgery (vats) through a small thoracotomy due to the patient's vascular fragility and to stop the bleeding. The amount of blood loss was approximately 50ml, so a blood transfusion was unnecessary. The procedure was completed, the patient recovered, and there were no post-operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. The instruments noted below were used during the reported procedure. Review of the instrument logs found that the following multiple use devices were used in subsequent procedures after the event date with no reported complaints and have lives remaining: endoscope plus 30 degree and fenestrated bipolar forceps . A cadiere forceps and maryland bipolar forceps have lives remaining but were not used in subsequent procedures. A site history review shows no complaint filed against any of the instruments or the endoscope.